Event description:
The report states: the serial number on (B)(6). I spoke with the medic crew that used it and they said the failure did occur on a call. When we use the io we take it out, so a trigger check and place the needle. It never made it past the trigger check. The unit was completely dead and did not switch on at all.

Manufacturer narrative:
(B)(6). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io power driver 9058 (sn (B)(6) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver had no power. Thermal deformation to the housing was observed which is indicative that the motor ran continuously for an extended period of time. The driver was also noted to have sharpie written on it. See attached pictures. After opening the driver (see below) the drivers battery pack was noted to have torn casing. Battery voltage measured as 1.461 dc volts (voltmeter: ref-002629) without being activated. Battery voltage measured as 0 dc volts ( voltmeter: ref-002629) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 15,535 ,568 and the cycle count was 123. The recorded charge count supports a completely depleted battery as the charge count has been exceeded. The cycle count of 123 (trigger activations) is also significant and substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. Testing confirms the unit failure is related to battery depletion. Do to the observed heat deformation, the number of extended trigger pulls was inspected. It was found that twice, a trigger pull lasted longer than 5 min. This supports the heat deformation and battery depletion. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2017 and is approximately 3 years old. The complaint has been confirmed. Per the eeprom data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the serial number on it (B)(4). I spoke with the medic crew that used it and they said the failure did occur on a call. When we use the io we take it out, so a trigger check and place the needle. It never made it past the trigger check. The unit was completely dead and did not switch on at all.